Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed caller to call back if malfunction alarm occurred again, which caller acknowledged and understood.